Manufacturer narrative:
(B)(4) - device 2 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that two infusion set fell off during use within 1-2 days of insertion. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.